Event description:
The reporter indicated that ventricular oversensing is observed when the pt lifts a heavy basket or her toddler. Myopotential inhibition is suspected. The sensitivity of the ventricular channel was changed to correct the problem.